Event description:
It was reported that this insertable cardiac monitor (icm) declared an end of service state. It was determined that the icm was showing a rapid battery voltage drop. The icm was recommended to be explanted and returned for analysis but remains in service at this point. No adverse patient effects reported.

Manufacturer narrative:
This investigation will be updated should further pertinent information be provided.

Manufacturer narrative:
This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this insertable cardiac monitor (icm) declared an end of service state. It was determined that the icm was showing a rapid battery voltage drop. The icm was recommended to be explanted and returned for analysis but remains in service at this point. No adverse patient effects reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation concluded that unknown factors most probably contributed to the event. This device model behavior is being investigated. Please refer to the description for more information regarding the specific circumstances of this event. This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this insertable cardiac monitor (icm) declared an end of service state. It was determined that the icm was showing a rapid battery voltage drop. The icm was recommended to be explanted and returned for analysis but remains in service at this point. No adverse patient effects reported.